Event description:
Cellex alarm #43 - prime 10 - x3 during prime -- biomed engineer made some adjustments to the instrument and prime completed without additional alarms. At 1083ml whole blood processed (wbp) noted increased air in the air filter compartment instead of blood -- lowered wbp target to 1083ml and proceeded to buffy coat collection. Buffy coat obtained but it had to be returned to the patient manually because the return bag emptied before the treatment bag.